Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; however, the printed event strips and activity logs were provided for review. A review of the activity logs and printed event strips confirmed that all shocks were delivered within specification. The device passed hopsital testing, including a successful shock test. The absence of patient movement is not a reliable shock indicator. Based on available evidence, there is no indication of a device malfunction. No trend is associated with reports of this type.

Manufacturer narrative:
This device was manufactured before the UDI requirements. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "check pads" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.